Event description:
Laparoscopic appendectomy: "from the 4th clip, the surgeon found the clips were unable to be closed completely. He took out the clip from the patient and fired a few clips for verification, but still only the distal end of the clips were closing while the rest were open."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.